Manufacturer narrative:
The pod arrived fully deployed. No bends or kinks to the soft cannula were observed. The pod data shows no abnormalities. No problem was found.

Manufacturer narrative:
The device has been returned however our investigation is not yet concluded. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose to 254 mg/dl while wearing the pod between 1 and 4 hours. When the pod was removed from the infusion site (abdomen), the cannula was found to be bent.